Event description:
This is filed to report broken/cracked l-lock tabs observed upon device return. It was reported that a mitraclip procedure was performed to treat mitral regurgitation (mr) grade 4. The clip was advanced to the left atrium, but the clip would not open. The clip was removed and a replacement was used to complete the procedure, reducing mr to trace. There were no patient consequences or clinically significant delay. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close (clip open inability ¿ anatomy) was not confirmed via returned device analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported unable to open clip (difficult to open or close) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.